Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the minicap was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, a cracked minicap was also returned attached to the female connector of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.